Event description:
It was reported that after unpacking and prepping an xpert self-expanding transhepatic biliary stent system, prior to introducing the xpert onto an unspecified guide wire, it was noted that the stent had partially deployed when the tuohy borst valve had not been actuated. The xpert was not introduced onto the guide wire and was not used in the patient. Another xpert stent was used to complete the procedure. There was no patient involvement and no clinically significant delay in completing the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The premature deployment was able to be confirmed. Based on a visual and functional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.